Event description:
It was reported by the rep that the device was used during a small bowel resection. It was reported a small bowel resection anastomosis and ileostomy were performed without incident. The pt came back four days later. The surgeon claimed that the anastomosis was opened up. The ileum was resected, the ileostomy was taken down and a new ileostomy was created. The surgeon would not speak to the rep regarding the incident. This info was put together with the assistance of the material manager. Rep is unsure which staple line the surgeon was talking about.